Event description:
The customer states that an axsym bhcg result of 4,381 mlu/ml was reported in 2002 on a pt. The pt's previous bhcg result was 8,000 mlu/ml. The pt was told that they were having a miscarriage. The pt was drawn and tested 6 days later yielding a result of approximately 12,000 mlu/ml. The sample from 6 days ago was then retested yielding results of 10,156 and 10,100 mlu/ml. The customer is not aware of any treatment given to the pt.